Event description:
On 7/14/87 an ipp device was implanted. On 9/17/93 the cylinders were revised. On 1/9/97 the ipp device was removed from the pt due to infection-pump. Another device was implanted. Additional lot/serial number:3397p 008.

Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder performed within specifications. Tubing was functional. Reservoir tube was pulled out.